Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box, it was impossible to build up pressure in the heat exchanger of the oxygenator. The product was changed out. There was no pt involvement as this occurred out of box.

Manufacturer narrative:
Terumo has received the actual device for investigation. Visual inspection under magnification noted a crack in the water port elbow of the oxygenator. (B)(4).